Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the most likely root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The root cause was the supply bag fell and disconnected. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during fill 3 of 4. The home patient (hp) called in stating that she needed assistance to start over on the hc because a se 2240 came on the hc. The hp had already cycled power on the hc and the se 2367 came on afterwards. The hp said that the heater bag connection came loose and fell off the machine. The baxter technical service representative (tsr) explained both system errors to the hp. The tsr advised the hp must start over with all new supplies on the hc. The tsr assisted the hp to open the cassette door. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect prior to the alarm or observed air. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. The hp understood. The hp would start over with all new disposables and the hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.